Event description:
A malfunction alarm occurred and was identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.